Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with inappropriate ventricular fibrillation episodes caused by lead noise. The patient did not receive inappropriate therapy as a result of lead noise. The physician was opposed to addressing the lead noise at this time. The patient was in satisfactory condition.

Event description:
New information noted that the right ventricular lead was explanted on (B)(4) 2018 due to noise oversensing.